Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter partially inside of the shipping tube. This device showed damage consisting of stretching/fracture located 3.2cm from the hub and 43.4cm from the hub. The damage is consistent with stretching and breaking of the device due to the lack of hydration before removing it from the carrier tube. The device was not completely separated the inner liner was still attached. The shipping tube was hydrated, and the device was removed. No other damage was noticed on the catheter shaft. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
It was reported that the catheter was fractured. A target lesion was located at liver. The 135/10 renegade hi-flo kit was selected for use. During the preparation, it was noted that the catheter was fractured after unpacking. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. A target lesion was located at liver. The 135/10 renegade hi-flo kit was selected for use. During the preparation, it was noted that the catheter was fractured after unpacking. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable post procedure.